Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing fatigue and was falling asleep all the time. It was found that the right atrial (ra) lead experienced high and infinite impedance, resulting in no sensing and no capture. A review of an x-ray confirmed the ra lead had experienced a fracture. The lead was programmed off and the device was switched from ddd to vvir mode. No patient complications have been reported as a result of this event.